Manufacturer narrative:
We were unable to conduct testing due to a lack of a xiaomi mobile device with android 14 to test. However, we performed testing with xiaomi mi 11 lite 5g (android 13) with mmt1886 780g pump (software ver. 6.7v) and confirmed that the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. From the analytic logs we see the app cannot pair devices because it fails to retrieve the list of approved/compatible mobile device configurations from the server. This is a prerequisite check that must succeed before device pairing can proceed . The app receives null responses when querying for mobile configurations this suggests either serverside issues or api endpoint problems once the configuration check fails, subsequent operations also fail: cannot load user consent status cannot handle consent status unable to proceed with device pairing issue confirmed please check if the customer is using the vpn settings that might be blocking the connection, it should be disabled . Advanced steps: clear data of bluetooth app: settings apps manage apps find and tap on bluetooth app clear data settings , general management ,reset, reset network settings (this will also reset bt settings) , reset settings uninstall app , restart phone , turn bluetooth off then on , reinstall app. We are proceeding to close the ticket if customer still face issue we request helpline to reopen ticket medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for non-physical device mmt-6101.